Manufacturer narrative:
Correction: b.1., b.2.

Event description:
A caretaker of a peritoneal dialysis (pd) patient needed to cancel the pd treatment for a medical emergency. In an additional follow-up, the patient¿s pd nurse stated the patient¿s medical emergency was that the patient had a thrombotic stroke characterized by symptoms of aphasia and drooping face. The patient was taken to the hospital and was admitted on (B)(6) 2023. The nurse did not have details to provide about the hospitalization but indicated the patient¿s status was stable. The patient remained hospitalized at the time follow-up was completed. The nurse stated the event was not related to pd therapy or fresenius products. The nurse stated the patient has pre-existing comorbid conditions of obesity, atherosclerotic heart disease, hypertension, diabetes mellitus and peripheral vascular disease which increases the patient¿s risk of a thrombolytic stroke. The nurse reported the stroke was very likely associated with the reported comorbid conditions.

Event description:
A caretaker of a peritoneal dialysis (pd) patient needed to cancel the pd treatment for a medical emergency. In an additional follow-up, the patient¿s pd nurse stated the patient¿s medical emergency was that the patient had a thrombotic stroke characterized by symptoms of aphasia and drooping face. The patient was taken to the hospital and was admitted on (B)(6) 2023. The nurse did not have details to provide about the hospitalization but indicated the patient¿s status was stable. The patient remained hospitalized at the time follow-up was completed. The nurse stated the event was not related to pd therapy or fresenius products. The nurse stated the patient has pre-existing comorbid conditions of obesity, atherosclerotic heart disease, hypertension, diabetes mellitus and peripheral vascular disease which increases the patient¿s risk of a thrombolytic stroke. The nurse reported the stroke was very likely associated with the reported comorbid conditions.

Manufacturer narrative:
Correction: a2

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. There were no visual discrepancies found during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s).the cycler performed as designed and an associated cause could not be determined.

Event description:
A caretaker of a peritoneal dialysis (pd) patient needed to cancel the pd treatment for a medical emergency. In an additional follow-up, the patient¿s pd nurse stated the patient¿s medical emergency was that the patient had a thrombotic stroke characterized by symptoms of aphasia and drooping face. The patient was taken to the hospital and was admitted on (B)(6) 2023. The nurse did not have details to provide about the hospitalization but indicated the patient¿s status was stable. The patient remained hospitalized at the time follow-up was completed. The nurse stated the event was not related to pd therapy or fresenius products. The nurse stated the patient has pre-existing comorbid conditions of obesity, atherosclerotic heart disease, hypertension, diabetes mellitus and peripheral vascular disease which increases the patient¿s risk of a thrombolytic stroke. The nurse reported the stroke was very likely associated with the reported comorbid conditions.

Event description:
A caretaker of a peritoneal dialysis (pd) patient needed to cancel the pd treatment for a medical emergency. In an additional follow-up, the patient¿s pd nurse stated the patient¿s medical emergency was that the patient had a thrombotic stroke characterized by symptoms of aphasia and drooping face. The patient was taken to the hospital and was admitted on (B)(6) 2023. The nurse did not have details to provide about the hospitalization but indicated the patient¿s status was stable. The patient remained hospitalized at the time follow-up was completed. The nurse stated the event was not related to pd therapy or fresenius products. The nurse stated the patient has pre-existing comorbid conditions of obesity, atherosclerotic heart disease, hypertension, diabetes mellitus and peripheral vascular disease which increases the patient¿s risk of a thrombolytic stroke. The nurse reported the stroke was very likely associated with the reported comorbid conditions.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s thrombolytic stroke characterized by facial droop and aphasia. Currently, there is no allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency was associated with this event. The patient had several pre-existing comorbid conditions for a thrombolytic stroke including obesity, atherosclerotic heart disease, hypertension, diabetes mellitus and peripheral vascular disease. Therefore, based on the information available, the patient¿s stroke which was thrombolytic in nature is likely associated with patient¿s pre-existing comorbid conditions. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.